Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 3/24/2022 it was reported by a sales representative via sems that an ar-19021tt tissue tak tendon anchor during a rotator cuff shoulder procedure malfunctioned and tore the graft. The graft had to be removed and replaced. All of the implants were implanted properly and remain in the patient . Another graft was used and the tendon anchor was replaced. Additional implants were used to complete the case successfully. The patient to fine to date with no affect.